Event description:
It was reported that during procedure the balloon burst. Saline was used as the inflation liquid. No patient complications were reported.

Manufacturer narrative:
One fogarty catheter was returned for evaluation without the packaging. The balloon appeared to be ruptured. The balloon was found to be ruptured around the circumference of the catheter tip and there appeared to be latex missing. As stated in the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter". For this catheter the maximum pull force on the inflated balloon is 1.5 lbs. No visible damage to the balloon windings or catheter body was observed. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation was initiated to consider any potential manufacturing factors that may have contributed to this complaint.